Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances and loss of capture (loc). It was noted that the rv lead is a competitor's lead. A revision procedure was performed, the right ventricular (rv) lead was surgically abandoned and replaced with a new (B)(6) lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).